Event description:
Pt was injected in the nasolabial folds and marionette lines with four syringes of radiesse dermal filler at a cme event. Five days later, the pt presented to dr's office (not the injecting physician) with severe swelling and pustules of the left medial cheek.

Manufacturer narrative:
Pt was injected by a dr in 2008; in the nasolabial folds and marionette lines with four syringes of radiesse dermal filler at the cme event. Five days later, she presented to dr's office with severe swelling and pustules of the left medial cheek. Pt has a history of herpes zoster of the left trunk. Dr treated the pt for herpes zoster and epidermolysis. She was prescribed keflex 500mg, po, qid, (antibiotic), for ten days, cipro 500mg, po, bid, for five days (antibiotic) and valtrex 1 gm, po, bid, for seven days (antiherpetic), and diflucan 100mg, po, daily, for seven days (antifungal), and bactroban topical (antibiotic). The pt was seen the next day, she was diagnosed with partial thickness loss due to occlusion of the angular artery sequelae to hypoxia (necrosis). Pt may need excision and reconstruction in six months.